Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated and found a bad tip retaining clip in the reported problem area of the pipette assembly. The tip retaining clips was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.